Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and was subsequently admitted to the hospital after receiving four shocks for ventricular fibrillation. The fourth shock converted the rhythm; however, a code was displayed which indicated a shock into an open circuit due to a high shock impedance measurement. Additionally, pacing impedance measurements were less than 200 ohms on the atrial channel. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. A revision procedure was subsequently performed and the associated device was explanted and replaced. This lead remains in service and successfully interfaced to the replacement device. No additional adverse patient effects were reported.